Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit will not display the battery level.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the dc jack was broken causing the battery level not to display, which confirmed the original complaint issue.

Event description:
The provider states the unit will not display the battery level.